Event description:
It was reported that after reviewing the disk the devices true battery voltage differed from the programmers reported voltage. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that after reviewing the disk the devices true battery voltage differed from the programmers reported voltage. It was also reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) and then reached end of life (eol). The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.45 v while the daily battery voltage trend measurement was 2.90 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.45 v while the daily battery voltage trend measurement was 2.90 v. The device is part of the advisory for this model.